Manufacturer narrative:
The device was not removed. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the blood was leaking from the patient's ipg site after the staples were removed. Surgical tape was applied to the site and the patient was given antibiotics. The patient was later hospitalized due to developing an infection. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient has recovered without sequelae and is currently using the device with effective pain relief.